Manufacturer narrative:
It was reported a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port. It was reported that during an afib ablation the patient displayed st segment elevations on EKG, after air embolus through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient's left atrium. The st elevations were noticed first, then a change in patient's blood pressure. The case was put on hold while IV lines were checked for air. It was noticed that the pressure bag and line attached to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium side port was filled with air. Interventional cardiology was brought in to perform a left heart catheterization, which revealed no evidence of acute myocardial infarction. There was no further interventional steps taken to the callers knowledge. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-apr-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port. It was reported that during an afib ablation the patient displayed st segment elevations on EKG, after air embolus through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient's left atrium. The st elevations were noticed first, then a change in patient's blood pressure. The case was put on hold while IV lines were checked for air. It was noticed that the pressure bag and line attached to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium side port was filled with air. Interventional cardiology was brought in to perform a left heart catheterization, which revealed no evidence of acute myocardial infarction. There was no further interventional steps taken to the callers knowledge. There is no indication that an actual vessel blockage by air occurred and there was no indication of any patient consequences, neurological defects or residual side effects. As such, the event is reportable as a product malfunction only. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The device features were reviewed, and no issues were observed during the product investigation. An irrigation test was performed and no leakage, air, or bubbles were observed. During product evaluation, the lot number was verified to be 60000203. As such, a device history record was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. No device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction to the initial report: and follow up 3 report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4. Primary UDI number has been added (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port. It was reported that during an afib ablation the patient displayed st segment elevations on EKG, after air embolus through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient's left atrium. The st elevations were noticed first, then a change in patient's blood pressure. The case was put on hold while IV lines were checked for air. It was noticed that the pressure bag and line attached to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium side port was filled with air. Interventional cardiology was brought in to perform a left heart catheterization, which revealed no evidence of acute myocardial infarction. There was no further interventional steps taken to the callers knowledge. The st segments normalized and the ep physician continued with the afib ablation. The patient was in stable condition and presumably was sent to the intensive care unit (ICU) for recovery. The caller reported the patient recovered. There is no indication that an actual vessel blockage by air occurred and there was no indication of any patient consequences, neurological defects or residual side effects. As such, the event is reportable as a product malfunction only.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: medical device problem code ¿appropriate term / code not available (a27)¿ used to represent "electrocardiogram st segment elevation". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).